Event description:
It was reported that there was a water leak. No additional information.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a cracked tank cover, wear and tear damaged enclosure, block assembly, line cord, and front cover, a broken pole clamp. The customer stated problem was duplicated, there was a water leak from the tank cover confirming the customer complaint. Replaced: enclosure, tank cover, line cord, pole clamp, block assembly, and front cover. The cause of the reported problem was traced to the customer damage of the device. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.